Event description:
Caller reported advantage system blood glucose result of 500 mg/dl, professional system result of "approximately 120 mg/dl" within 8 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.